Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a surgery (unrelated to the scs system) and the ipg was not put into surgery mode. As such, the ipg became inoperable. In turn, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.